Event description:
Trials did not match implants.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. The reported length discrepancy between trial and implant components only concerns certain sizes of the trial extension pieces. Dimensional inspection of the subject device indicated that the 30mm gmrs trial extension piece conforms to its specification. Based on the provided information, the product reported in this investigation did not contribute to the event . The reported event regarding length discrepancy between trial and implant involving a gmrs trial extension piece was reported.

Event description:
Trials did not match implants.